Event description:
During shift check, the customer reported that two fully charged autopulse li-ion batteries (s/n (B)(4) and (B)(4) does not power on any autopulse platform (sn unknown). Sometimes the autopulse platform displayed strange characters. The autopulse platform does power on with other autopulse li-ion batteries without any issues. The two batteries were noted to have all 4 green led lights illuminated upon status check. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse platform (sn unknown).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Manufacturer narrative:
Correction in section b5: the initial MDR submitted for the autopulse platform was retracted.

Event description:
During shift check, the customer reported that two fully charged autopulse li-ion batteries (s/n (B)(6) and (B)(6)) does not power on any autopulse platform (sn unknown). Sometimes the autopulse platform displayed strange characters. The autopulse platform does power on with other autopulse li-ion batteries without any issues. The two batteries were noted to have all 4 green led lights illuminated upon status check. No patient involvement. The behaviour of the autopulse platform momentary (~100ms) powers on/off, flickers or strange characters of the lcd is entirely normal when a faulty battery is used. The autopulse platform powers on with other batterie and did not display strange characters, it is functioning as intended. Therefore, the initial MDR submitted for the autopulse platform was retracted. Please see the following related MFR report: MFR 3010617000-2022-01201 for the autopulse li-ion battery (sn (B)(6)).